Manufacturer narrative:
Product disposed of by consumer. Due to the serial number not provided by customer the device manufacture date can not be determined.

Event description:
Customer stated that on two new heads the bristles are falling off in her mouth. Customer claims she almost choked on the bristles. She threw out one brush head, no product will be returned.